Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted customer support (cs) stating that unit has intermittent error code message of watchdog test failed over the past couple of months. The customer reported there was no patient involvement. The event date was not specified; estimate used.